Manufacturer narrative:
The lead was abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this right atrium lead had been capped/abandoned due to a low impedance problem. The lead was replaced and no adverse pt effects were reported. The lead was actively implanted for approximately 20 years.